Event description:
It was reported that the patient had an inappropriate shock. This was discovered during a clinic follow-up. The local representative interrogated the device, printed out the data, and gave it to the clinician. It was later confirmed that the report had evidence of an inappropriate shock. The clinic made not programming changes. There were no additional adverse patient effects. The system remains implanted.